Manufacturer narrative:
Concomitant products: 3830-69 lead, implanted: (B)(6) 2016; 3830-59 lead, implanted: (B)(6) 2016; c6tr01 device, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold, along with intermittent lv capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient had presented to the hospital due to syncope. A device interrogation indicated new onset of non-sustained ventricular tachycardia and the high lv threshold, along with intermittent lv capture. The lv pacing amplitude was increased, which resulted in consistent lv pacing. The lv lead was later capped and replaced. No further patient complications have been reported as a result of this event.